Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris in product. Visual inspection found the haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced lens rotation not associated to a low vault. Lens was repositioned but that did not resolve the problem. The lens explanted and replaced and the problem was resolved. Cause of the event was reported as device, "after reposition, icl rotates more than 90 degrees."